Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the multigas unit would not display accurate readings or would cut out altogether. The customer replaced the water trap, sampling line (nk part), and verified that the interface cable was good, but the gas unit was still not producing accurate readings. They replaced the gas unit with another one, using the same interface cable, and that gas unit gave accurate readings. They sent the unit in for repair, but no evaluation was performed on the device. Service requested / performed: exchange. Investigation summary: the exact setup consisting of water trap/ sampling line/ gf 210ra gas unit is not available for evaluation. The cause of inaccurate gas readings could not be determined. Additionally, since the exact setup is not available for evaluation, the cause of intermittent gas readings could not be determined. Service history for this device shows this is an isolated incident. The reported problem has not been duplicated. Consumable and periodically replaced components may result in the reported symptoms. Further action is not warranted at this time. The following fields are not applicable (na) to the MDR report: b2 b6 b7 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 d10 additional information: b4 date of this report d10 concomitant medical device g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The biomedical engineer reported that the multigas unit would not display accurate readings or would cut out altogether.

Manufacturer narrative:
The customer replaced the water trap, sampling line (nk part), and also verified that the interface cable was good but the gas unit was still not producing accurate readings. They replaced the gas unit with another one, using the same interface cable, and that gas unit gave accurate readings. They sent the unit in for repair and it is currently awaiting evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the multigas unit would not display accurate readings or would cut out all together.